Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump makes grinding noise while rewinding. Customer¿s blood glucose was 211 mg/dl at the time of incident. Customer reported that insulin pump rewind for three times. The customer also stated that they got rewind message without getting any alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm or rewind anomaly noted during testing.